Event description:
The customer reported via phone call that there was liquid in their reservoir compartment. Customer's blood glucose was unknown. The customer will be returning the insulin pump for analysis.

Manufacturer narrative:
No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.